Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw of the device broke in the middle of a myomectomy surgery. When the surgeon tried to close the jaw on the tissue, the jaw broke as she pulled the trigger. The upper and lower tips of the jaw could not align and close properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.